Event description:
The hosp emergency room staff attempted to administer external pacing to the pt delivered by ambulance. A pacing leads off alarm was allegedly displayed each time the operator attempted to turn pacing on. Different pacing electrodes and pacing cables were used without success. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition.